Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. Although the device was not returned for evaluation, the reported failure was replicated with a similar device. Therefore, the root cause of the burning smell was due to the device being activated beyond the typical mode of operation of 2 cycles of 2 minutes on, 2 minutes off per the zimmer biomet IFU. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, describe event or problem, date received by manufacturer, adverse event, if follow-up, what type?, device evaluated by manufacturer, labeled for single use and additional manufacturer narrative and/or corrected data. The device history record (DHR) for 00515047601, could not be performed as a lot number was not provided for the reported event. On (B)(6) 2019, it was reported from (B)(6) hospital that the pulsavac plus ac system had failed during a procedure. The failure then turned smokey and smelled burnt. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. Per the pulsavac plus a.c wound debridement system instructions for use, the typical mode of operation is 2 cycles of 2 minutes on, 2 minutes off. Per specifications, the average flow rate of the pulsavac plus ac system is 1100 ml/min. Under typical use, 4.4 liters of irrigation solution would be used. As noted by the customer, two (2) 3 liter bags of irrigation solution had been used prior to the pulsavac plus ac system failing. Follow-up confirmed that the reported issue occurred when doing a total washout procedure during which the pulsavac plus ac system was ran continuously with only a resting period long enough to exchange bags of irrigation solution. Utilizing a similar device, a simulation test following the conditions stated by the customer was completed. Nine liters of water was run through a pulsavac plus ac system. The simulation test noted the motor of the pulsavac plus ac system began to overheat midway through the third 3 liter bag of solution when ran continuously with 1 minute between irrigation bags. The same test was completed also utilizing 2 minutes on, 2 minutes off for 4.5 cycles simulating 9 liters of solution. A burning smell was noted towards the end of the fourth cycle. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted. Device evaluated by manufacturer? Discarded by health care facility.

Event description:
It was reported that the pulsavac plus ac system had failed during a procedure. The failure then turned smokey and smelled burnt. No one was hurt and the patient was not at risk. The event occurred during surgery but there was no harm or delay reported. This event is used to capture the unknown number of times this occurred previously. Customer stated that the burning smell occurs during washout procedures after at least 6 liters of irrigation has been used. The irrigation was at continuous spray then debride a few minutes in between bags then continuous again. No issue in other cases only noticed within washout procedures. No patient harm or impact. Customer stated was aware of the 2 minutes on, 2 mins rest within the IFU. No adverse events were reported as a result of this malfunction.